Manufacturer narrative:
The lot number, manufacture date and expiration date] were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence since the implantation of this artificial urinary sphincter (aus), leading to a surgical intervention. A cystoscopy determined that there was no urethral coaptation with the existing device. All components of the existing aus were explanted and replaced with a new aus. The physician does not consider that the device could have caused or contributed to the incontinence issues. No information was provided regarding if this aus cuff was the correct size for the patient. The patient's outcome was reported as good.